Manufacturer narrative:
Health hazard eval (hhe) was completed.

Event description:
Malfunction is described during tigerpaw system ii device use (the left atrium appendage occlusion was insufficient because of misfire). There were no pt negative effects.